Event description:
The product was applied during a vaginal hysterectomy. The suture broke as knots were being tied. The surgeon applied another suture to complete the procedure. The hosp ahs reported that no pt injury occurred.